Event description:
Pt was having problems with his penile prosthesis, which had been inserted in 1987. He was admitted to the hosp for removal of this and replacement with an inflatable penile prosthesis.